Event description:
It was reported that during a gastric bypass procedure, the surgeon fired the device five times before realizing that one of the earlier staple lines had some unformed staples. The customer could not say which of the five firings produced an incomplete staple line. Steps were taken to over sew. The staples were not removed even though some of them weren't in the tissue. Another device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 07/20/2009. Info anticipated, but unavailable at this time.